Manufacturer narrative:
Device evaluation of the integrated battery charger has been completed. The reported problem (will not power on) was confirmed. The charger was unable to power on due to contamination on the battery board pca. The charger displayed a ight when no battery was inserted due to a loose power supply connector, indicating a charger failure. The root cause of the contamination was ingress of an unknown liquid. The root cause for the loose connector could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a charger was unable to power on.